Event description:
The customer tested his blood glucose and received a reading of 55 mg/dl using his contour meter. The customer retested using another meter and received a reading of 210 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips were sent to the customer.